Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma in the device pocket 4 days post implant. The pocket was successfully evacuated. No additional adverse patient effects were reported. This product remains implanted and in service.